Event description:
Account reported they were having trouble with pt samples repeating for many analytes. They did not report incorrect results were used to guide treatment for any pts. The field service rep performed the periodic maintenance on the analyzer and the account did not experience any add'l incidents.